Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: promus element, mr, ous 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent found that the stent was damaged on proximal stent strut rows 7-8 and row 13. The stent struts were misaligned and lifted from their crimped position. The undamaged section crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found multiple kinks along several locations of the hypotube shaft. A hypotube break was also observed at approximately 233 mm from the distal end of the strain relief. The types of damage noted on the hypotube shaft are consistent with excessive force that could have been applied on the delivery system. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner extrusion section found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 15oct2019. It was reported that shaft kinked and advancing difficulties were encountered. Vascular access was obtained via the right femoral artery. The 80%-90% stenosed, 3mmx28mm, concentric, de novo target lesion with a bend of >45 and <90 degrees was located in the moderately tortuous and moderately calcified right coronary artery. After a 6f non-bsc guide catheter and a non-bsc guide wire were crossed the lesion, pre-dilation was performed with a 2x12mm non-bsc balloon catheter resulting to 40% residual stenosis. A 3.00x32mm promus element drug-eluting stent was used for treatment. However, the physician had difficulty to negotiate the bend of the lesion and noticed that the hypotube was kinked. The device was then removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage and hypotube break.